Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was out of sensors and managing blood glucose (bg) with a bg meter. Reportedly, customer was having difficulty managing bg with the meter. It is unknown if the pump was being used for insulin therapy. Customer's bg was 460 mg/dl and insulin injections were administered to address bg. Customer was admitted to the hospital and an unspecified treatment was administered. Contact did not know if treatment resolved elevated bg and did not know discharge date. Reportedly, acute kidney failure (stage 4) contributed to elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, contact/customer did not reply.